Manufacturer narrative:
The visual findings revealed scratches on the exterior housing and both dust covers underneath the battery slots have been damaged. Evaluation of the unit confirmed that it does not sound when the pull magnet is taken off from the magnet plate due to a faulty reed switch. Due to the age of the device and the signs of usage, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm has no sound when the magnet is removed from the magnet plate on the alarm. The date the issue was discovered is unknown and no patient incident or injury was reported.